Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred on a trilogy evo. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy evo was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error related to a failure in the flow sensor due to debris was recorded in the error log. In conclusion, the device's flow sensor was replaced to address the issue. The device was tested and passed all final testing. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.